Event description:
It was reported by service report that the fowler would not come down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation results: litter top, bracket.